Manufacturer narrative:
Results: the core wire of the indigo system separator 8 (sep8) was fractured on the distal end of the bulb. There was no necking or yielding of the core wire. The wrapping wire was unwound and fractured approximately 0.5 cm distal to the bulb. There was no visible damage to the wires proximal to the bulb. Conclusion: evaluation of the returned device revealed the sep8 core and wrapping wires were fractured just distal to the bulb. Fracture of the core wire distal to the bulb may occur if the sep8 is forcefully manipulated or manipulated for a prolonged period of time. If the core wire becomes fractured and the sep8 is further manipulated against the clot, the wrapping wire may become unraveled and fractured, which may allow the atraumatic tip of the sep8 to separate. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occluded femoral-distal bypass using an indigo system separator 8 (sep8). During the procedure, after making multiple passes at the clot using the sep8 and an indigo system aspiration catheter 8 (cat8), the physician noticed under fluoroscopy that the distal tip of the sep8 wire broke off within the patient. The physician then made several attempts to aspirate the piece of wire but was unable to retrieve it. The piece of wire was left in the distal portion of the femoral-distal bypass as the physician deemed it was not occluding blood flow. The procedure was then completed using the same cat8, as well as an indigo system aspiration catheter 6 (cat6), an indigo system separator 6 (sep6), and an indigo system cat3 aspiration catheter (cat3). The patient tolerated the procedure well. There was no report of an adverse effect to the patient.